Event description:
Medtronic received information that during removal of this urchin tissue stabilizer, the patient had two small holes in the right ventricle. It was reported that the patient was seventy-seven years old, diabetic, with friable tissues. The surgeon was using the urchin to lift the heart to access the circumflex vessel. The anastomosis took ten minutes, which was noted as not abnormal. Upon removal of the urchin, the two holes were observed and successfully repaired. Suction on the device was verified to be correct at 250mm/hg.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no rough areas in the foam portion of the urchin that would have caused abrasion points. In addition, no rough areas were detected on the smooth plastic headlink. The urchin was then attached to a -400 mm/hg vacuum line, and the device immediately attached to a smooth latex surface, with no signs of loose vacuum or leaks. Review of the manufacturing records for this product did not reveal any abnormalities or non-conformances. Conclusion: based on the analysis, the device functioned as expected, and no nonconformances were noted. The device had no sharp edges and had normal suction performance. In conclusion, the device operated according to specifications; however, due to patient condition, user interface may have contributed to this event. Medtronic will continue to monitor complaints for similar issues.